Event description:
Patient status post click x implantation consisting of: (4) 6.2mm ti click'x pedicle screws, (4) ti click'x locking caps for the pedicle screws, (4) ti 3-d heads for click'x and (2) 6.0mm ti curved soft rods 45mm long at, level l5-s1, (B)(6) 2011 returned to surgeon for follow up visit. An x-ray on an unknown date showed 4 locking caps loose and 2 rods displaced. Surgeon removed the hardware on (B)(6) 2011 and replaced with another construct. This is thirteen of fourteen reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be requested.